Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed and the system locked during a vitrectomy procedure. The system was exchanged and after a more than 15 minute delay, the procedure was completed with no harm to the pt.